Event description:
The patient received a porcine aortic valve replacement on 2/12/92 and had a satisfactory recovery. The patient was admitted to the hospital 3 months later with syncape, hypoteension, pulmonary adema and died. The autopsy noted significant changes with the porcine valveinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.